Event description:
Patient was reported to have high lead impedance as well as an increase in seizures. The physician believes that the increase in seizures is related to the high impedance. The patient's device was disabled. X-rays were received and evaluated for the patient. Based on the x-rays received, the cause for the high impedance could not be determined. A segment of the lead is behind the generator and the visibility of the lead varies and these portions could not be fully assessed. The presence of a fracture or micro-fracture in the lead cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.